Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event of stenting procedures as listed in the xact, carotid stent system, instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2012, the patient underwent an uneventful stenting procedure in a 60% stenosed, mildly calcified, left internal common carotid artery and was discharged on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized with right sided weakness and slurred speech which was diagnosed as a stroke. A heparin infusion was started. The magnetic resonance imaging revealed an acute infarct in the left basal ganglia and thalamus, but no hemorrhage. The patient's condition improved and was discharged to home with home health care on (B)(6) 2012. There was no additional information provided.